Event description:
It was reported that when the doctor started to screw, it was introduced no more than 5 millimeters and a strong sound was heard, it was observed by arthroscopy and the screw was broken along in two, the screw was removed from the patient knee. Another screw, same length and diameter, was passed and this worked properly. There was no significant delay or patient injuries.

Manufacturer narrative:
One (B)(4) sterile biorci 7x25mm screw returned. The complaint stated: "when the doctor started to screw, it was introduced no more than 5 millimeters and a strong sound was heard, it was observed by arthroscopy and the screw was broken along in two, the screw was removed from the patient knee." Dimensional inspection confirmed that this was a 7x25mm product. Approximately 1.70mm of the threaded portion is missing and was not returned. This diameter is smaller than the product diameter. There was a detailed explanation of the procedure prep. There was no mention of the required starter instrument use. The threads and distal tip were chewed up and had a lengthwise fracture up one side of the threads. The condition is consistent with tear from a guidewire or other instrument. The star hex was damaged and indicated signs of stripping at the screw head. This symptom indicates excess torque force was placed upon the implant. The physical condition indicated a difficult insertion, contact with another device and excess force placed upon the implant. No root cause related to the manufacturing of this device was confirmed.